Event description:
Information provided states that the (2) iskd lengtheners were implanted on (B)(6) 2009. It was observed on (B)(6) 2009, via x-rays, that the lengtheners had stopped distracting. Both lengtheners were removed.

Manufacturer narrative:
It was determined that certain components may be out of specification, which could cause or contribute a malfunction of the device and its ability to distract. Device 2: lot # 789803.